Manufacturer narrative:
Updated data: h2 h3 h6 image review: static images were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. However, it is known that the valve had a highly calcified aortic valve. Fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. During deployment, the valve appeared to be under expanded. Per medtronic best practices, if a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery system. It was reported that the valve was attempted to be deployed three times resulting in dislodgment mid deployment. As stated in the instructions for use (IFU), deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient. It was reported that a fourth attempt was made but ultimately the valve was not released and was removed from the body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was deployed over a non-medtronic guidewire with a deployment starting point at the bottom of the pigtail catheter. At the start of the valve deployment, the depth was approximately 3 mm on the ncc and lcc, and the valve dislodged towards the aorta.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012192776); product type: 0195-heart valves; product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; product ID evolutfx-26 ((B)(6)); product type: 0195-heart valves; product ID d-evolutfx-2329 (unknown); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of this transcatheter bioprosthetic valve in a patient with highly calcified les ions in the valve leaflet of the right coronary cusp and left coronary cusp (lcc), pre-implant balloon aortic valvuloplasty (bav) was performed twice with a 22 mm non-medtronic balloon. The valve and delivery catheter system (dcs) were inserted into the patient and advanced to the annulus. Upon initial deployment of the valve, on the right anterior oblique cusp overlap view, under-expansion of the valve frame was observed. Subsequently, three attempts were made to deploy the valve. Each attempt resulted in recapture due to a dislodge. At this point, control pacing was applied at a rate of 120 beats per minute. The valve was deployed a fourth time. At 80% deployment, the valve reached a depth of 3 mm on the non-coronary cusp (ncc) and dislodged a fourth time. The valve was observed to be at about 3 mm on the lcc side on the left anterior oblique when the dislodge occurred. The valve was recaptured and withdrawn from the patient. Per the physician, the expansion issue contributed to the dislodged. Another bav was performed using a 22 mm non-medtronic balloon and a new valve was inserted into the patient. Upon initial deployment of the new valve, the valve dislodged prior to 80% deployment and was recaptured. The valve was re-deployed to 80%, reaching a depth of 8 mm. A partial recapture was performed. During a third deployment attempt, the valve was placed at a depth of 6 mm on the and approximately 6 mm on the lcc side. The valve was fully released. No patient complications were reported as a result of this event.